Manufacturer narrative:
The patient is standing still with the current aid. The patient describes that "the wheel suddenly fell off. The patient is calm and clear in the report but could not give any more details. Patient responsible physiotherapist notes later on arrival that the rollator's right front wheel has come off because the wheel bearing has collapsed and the front fork and the wheels have come off. Parts of the wheel bearing and its contents are scattered across the floor. The entire product as well as the appropriate wheel is well maintained and in good condition in general. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The patient is standing still with the current aid. The patient describes that "the wheel suddenly fell off. The patient is calm and clear in the report but could not give any more details. Patient responsible physiotherapist notes later on arrival that the rollator's right front wheel has come off because the wheel bearing has collapsed and the front fork and the wheels have come off. Parts of the wheel bearing and its contents are scattered across the floor. The entire product as well as the appropriate wheel is well maintained and in good condition in general. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).